Manufacturer narrative:
Unit was returned to spectrum medical where the fault of the device was confirmed. The left hand side bobbin will not lock. The pump was fitted with a repair kit and the failed bobbin was sent off for further testing and measurement of the geometry.

Event description:
User reported that the bobbins on there 4" roller pump did not lock properly, allowing the tubing to slip.